Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented to the emergency room experiencing low hear rate, heart failure and appeared to be in atrial fibrillation. It was noted that the right ventricular (rv) lead exhibited high impedance, high capture thresholds and noise. During lead revision, it was observed that the lead appeared to be kinked in the pocket. The lead was capped and replaced on (B)(6) 2020. The patient was recovering.